Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 3.5 x 33 mm xience alpine stent delivery system, the stylet was removed, with the stent remaining on the stylet. It was not noted at first and device preparation continued. It was then noted that the stent was not on the delivery catheter and was found on the stylet. There was no patient involvement and no clinically significant delay. A second same size xience alpine was used without issue. There was no reported difficulty removing the device from the dispenser hoop and no difficulty removing the sheath or stylet. No additional information was provided.